Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude. Technical services (ts) confirmed appropriate sensing on the stored electrograms (egms). Additional information was received that this lead also exhibited noise with a single observation of oversensing. Shock impedance measurements were noted to range over last 12 months from 68-116ohms. Further review was recommended by ts. No adverse patient effects were reported. This lead remains in service.